Event description:
Study: journey ii cr retro, subject ID: scs-0078, ae#: 1. It was reported that patient presented a right knee incision infection. Event was resolved with the prescription of antibiotics and a with a revision surgery for a poly liner exchange.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical concluded that this clinical study reports an infection of the incision post-tka. Per clinical study documentation, the event was resolved as of 2017. The contra-lateral surgical date was provided; however, does not provide insight into the reported right knee infection/complaint, and there are no x-rays or operative reports provided. Therefore, based on the limited information provided, no further assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address